Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was returned for analysis. A visual and microscopic examination of the device identified distal stent damage. Struts on the two most distal rows were slightly pushed outwards. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, the promus stent was unable to cross the lesion. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left ascending artery (lad). A 4.00x38mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient is stable however analysis found stent damage.